Manufacturer narrative:
(B)(4). Date sent 11/6/2024. D4 batch #201d87. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with three gst60g reloads present. The reloads (b and c) were received fully fired. The reload (d) was received fully fired with the pan disassembled and the reload body broken. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No malformed staples were observed. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 201d87, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/31/24 d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained: - did the device lock-out (no staples deployed and no cut line started)? No - or did the device start to deploy staples and cut but could not be completed (partially fire)? Yes ¿ the staple was deployed, you could hear the knife blade move forward, staples formed, and the knife returned back to home but upon releasing the closing handle and inspecting the staple line, the distal 10-20mm staples did not form - or did the device fully fire and stop during the automatic knife return? The device fully fired per usual and automatically returned like normal - was there any difficulty opening the device? No - if yes, how was the device removed from the patient? Na - if yes, did the jaws eventually open? Na - was the plastic portion of the cartridge damaged? Yes, but this was due to the scrub tech. When the device was removed from the trocar and handed back to the scrub tech, they removed the reload by placing the tube portion of a 5mm trocar into the crotch of the jaws of the staple and pushed the green tip forward to remove. This had been done with the previous reloads as well, the ones that did not have any issues. I believe this technique is taught by intuitive with the sureform robotic stapler. Therefore, the reload is slightly bent and the metal portion on the bottom was detached - was the metal cartridge pan separated from the plastic portion of the cartridge? Yes, see above. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection surgery, they used the echelon flex with a green reload to staple across the lower bowel, fired two white and a green prior, the staples at the distal tip did not completely form or completely fire. Prior to firing, the doctor used a camera to check the distal tip to make sure tissue was not sticking out, and thought there should not have been any reason as to why the staples did not go through. Doctor was a little concerned that staples were not formed. Opened a new stapler and a new reload to complete case. Scrub tech had to put a 5ml trocar in the crotch of the staple to release the reload to remove it. So reload is bent a little bit. But he did that after every reload. No patient harm.